Manufacturer narrative:
Product complaint # (B)(4). It was reported that this device is not malfunction reportable; there is no reported product deficiency and no early or late postoperative complications from the use of the device. Therefore, this medwatch report is not reportable.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Citation: cardiovasc intervent radiol (2015) 38:1640¿1644. Doi 10.1007/s00270-015-1136-x. (B)(4).

Event description:
It was reported in journal article ¿endovascular repair of renal artery anastomotic pseudoaneurysm following living donor kidney transplant¿ that the authors present the case of a pseudoaneurysm at the anastomosis of two donor renal arteries that were joined to each other to form a single renal artery, which in turn was joined to the recipient¿s aorta. The patient with end-stage renal disease secondary to obstructive uropathy received a renal transplant from a living unrelated donor. During closure of lateral abdominal musculature and fascia, tissue became shredded by suture placement and the resulting 3.5 cm was closed with a piece of mesh. The patient¿s postoperative course was remarkable for low urine output and an escherichia coli positive wound culture on post-operative day 1, treated with cefepime. Additional information has been requested.